Event description:
The customer reported that they have had an incident where the blood fluid warmer cassette has ruptured. The customer reported that during the procedure a blood fluid warmer cassette ruptured with blood in it. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
The customer reported that they have had an incident where the blood fluid warmer cassette has ruptured. The customer reported that during the procedure a blood fluid warmer cassette ruptured with blood in it. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer's cassettes identified to be within lot # m0712 were returned for further evaluation. The stryker qa failure investigator and stryker sr. Qa engineer, visually inspected a sample of the returned products. No specific malfunctions or defects were identified on these cassettes.